Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient had multiple pump stoppages and low speed operation events. The patient was sent home with an ungrounded patient cable. The patient remains ongoing with no further issues reported.